Event description:
Upper middle part of the high flow circuit melted and stuck to bed linen. The humidifier did not alarm; temperature reading 28 degrees celsius; circuit felt hot to the touch (felt hotter than 37 degrees c). Condensation noted below the melted part of circuit; very little condensation noted above it. Detached high flow circuit from the nsala cannula and unplugged power plug of neptune humidifier. Administered 02 blow by via bag and mask; patient sat saturation recovered. The melted circuit had been in use for approximately 7 days.